Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was sticking. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they could not saw screen and faded in to black and could not read while insulin pump got hot. Customer reported that insulin pump rejected new batteries, battery chamber damage, random no delivery alarm and rewind slower and little louder. The insulin pump will not be returned for analysis.